Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in failure to switch to battery when ac power lost. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).